Event description:
The advocate alleged the customer's blood glucose readings had been higher than usual. The advocate performed control tests while troubleshooting and received a result of 413 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.